Event description:
On (B)(6) 2012, this pt was implanted with a gore excluder aaa endoprosthesis featuring c3 deployment system. However, due to a severe tortuosity in the aorta, the contralateral leg gate could not fully open. Therefore, the physician was unable to achieve cannulation of the contralateral leg gate. The physician converted to an aui with femoral/femoral bypass. The pt tolerated the procedure.

Manufacturer narrative:
Result - the review of the mfg paperwork verified that this lot met all pre-release specs.